Manufacturer narrative:
The reported event was confirmed. The sample was returned, and evaluation verified that the balloon sac had burst. The sample was evaluated under a microscope, and no conditions were found that could be associated with the reported event. The exact cause could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.]" (B)(4).

Event description:
It was reported that the patient developed pain after the catheter was inserted on (B)(6) 2017 around 2:00 a.m. The doctor checked the catheter and found that there was balloon damage. There were no missing pieces on the balloon and no patient injury was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient developed pain after the catheter was inserted on (B)(4) 2017 around 2:00 a.m. The doctor checked the catheter and found that there was balloon damage. There were no missing pieces on the balloon and no patient injury was reported.